Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter stated that the patient went swimming with the pump and afterward the pump was vibrating and the screen was going blank. The reporter indicated that after tapping the pump the display would come back on. The reporter confirmed no known damage to the pump but indicated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: the pump was found to have visible moisture behind the display screen. The pump display screen was found to be faded and discolored. A leak test was performed and the pump was found to be leaking from a crack in the pump casing. The pump was opened and moisture damage was found throughout the inside of the pump.